Manufacturer narrative:
(B)(4). Method codes: 10 testing of actual device/suspected device.

Event description:
Pentax medical became aware of a report on 17jul2019 stating pentax medical video duodenoscope, model ed- 3490tk, serial number (B)(4), cultured positive after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified colony forming units(cfu) as "tntc" (too numerous to count) as comprising of the following 2 isolates: positive rods - bacillus mojavensis. Positive cocci - staphylococcus haemolyticus. Study number: 1198508. The long term loaner duodenoscope was received by pentax medical for evaluation on (B)(6) 2019. The duodenoscope was inspected by pentax medical service on (B)(6) 2019. Inspection findings included the following: operation channel- primary slice by accessory, distal cap - fixed type passed epoxy seal integrity inspection, prism scratched, distal cap/ case cracked, passed wet leak test, lightguide prong cover glass set loose, passed dry leak test, light carrying bundle distal cover glass middle scratched, hole in # 2 remote control button cover, fluid invasion not observed in pve connector, fluid invasion not observed in control body. Repairs were performed on the duodenoscope which included replacement of the following components: air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, distal case/cap, o-ring(0.5x1.3), remote control button, o-rings and seals. The duodenoscope is currently pending resampling.